Manufacturer narrative:
A synopsis of the final image on crrid lot id120 is as follows: cell#/well# rh typing rx strength visible interp 1 / a1 e+e+ 15 visually negative well, slight pink background 2 / b1 e=e+ 4 visually negative well 3 / c1 e+e= 17 visually negative well, slight pink background 4 / d1 e=e+ 2 visually negative well 5 / e1 e=e+ 3 visually negative well 6 / f1 e+e+ 6 visually negative well 7 / g1 e+e+ 4 visually negative well 8 / h1 e=e+ 7 visually negative well 9 / a2 e=e+ 8 visually negative well 10 / b2 e=e+ 10 visually negative well 11 / c2 e=e+ 8 visually negative well 12 / d2 e=e+ 10 visually negative well 14 / f2 e=e+ 6 visually negative well the reactivity of the e antigen was confirmed on retention crrid, lot id120 with anti-e.confirmed the reactivity of the e antigen on returned crrid, lot id120 with anti-e.

Event description:
Customer reported unexpected negative reactivity when testing a patient sample with capture-r ready ID (crrid) on the galileo. The testing was not repeated on the galileo. Initial testing performed on an 2 cell screen displayed 1+ and 3+ reactivity. No adverse event occurred as a result of the unexpected reactivity.